Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. It was noted that the pacemaker was unable to send a transmission via merlin.net. The patient then presented for a follow-up in clinic, but could not be interrogated because the pacemaker was unable to connect to telemetry. Intervention was not performed. The patient experienced no consequences and will continue to be monitored.